Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-00568 & 00571).

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2006 and was revised on (B)(6) 2010 due to unknown reasons. Another revision procedure was performed on (B)(6) 2013 due to the ulnar component perforating the patient's ulnar cortex when the patient fell. The ulnar component and condyle kit were removed and replaced.